Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging an unknown/unspecified issue with her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a year ago prior to contacting lfs. As part of her diabetes regimen, the patient claimed she is on pills with diet/exercise. Despite the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient indicated 6 weeks after the alleged issue began, she became sweaty, confused, nauseated, and shaky. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca was not able to resolve the alleged issue since the patient no longer has the subject meter and the test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.